Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted.

Manufacturer narrative:
(B)(4). The reported issue of a check supply line alarm was confirmed. Per the complaint information the assignable cause was the home patient disconnected the supply line during therapy then reconnected the bag to the heater line. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted (B)(4) regarding a check supply line alarm that occurred on the home choice (hc) unit during fill. The hp stated they accidently connected the final bag to the supply line, the hp disconnected the full bag and connected it to the heater line. The technical service representative (tsr) had the hp end therapy. There was patient involvement, but no patient injury or medical intervention reported.